Manufacturer narrative:
Concomitant medical products: 5592-45 lead, implanted: (B)(6) 2007; d314drg ICD, implanted: (B)(6) 2012; d154awg ICD, implanted: (B)(6) 2007.

Event description:
It was reported by the patient that their old right ventricular (rv) lead had high impedance during testing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.